Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Instructions for use (reprocessing manual) warns on insufficient reprocessing by stating ¿failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each procedure may compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each procedure the endoscope and its ancillary equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization as described in chapter 3, ¿cleaning, disinfection and sterilization procedures¿. Reprocess not only the external surface of the endoscope but also all channels.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, the evis lucera gastrointestinal videoscope tested positive for bacteria exceeding the standard value. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. The issue was not confirmed, as the scope was not microbiologically tested by olympus. The device evaluation noted the following non-reportable findings: the root of the insertion part was wrinkled, the light guide hose was swollen/bulging, and the objective and light guide lenses were cracked. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.